Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.

Manufacturer narrative:
The dfm100 processor pca (sn (B)(6)) was returned to philips for additional analysis. Available details indicate that the dfm100 processor pca had been returned by a customer and no service had been performed by dealer personnel. The unspecified issue was reportedly discovered during an operational check. The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the processor pca. Alleged failure could not be recreated during failure analysis. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed. The customer confirmed that the device was returned to full functionality. It has been concluded that no further action is required at this time.